Manufacturer narrative:
Multiple attempts were made to obtain additional information about the event, product and account, or physician details, however, no additional information was provided. The notification correspondence from abbott was received from the USA. It will be assumed the event occurred within the USA as such, only the country field has been populated into initial reporter. Since no device has been received for analysis and the availability of the device is unknown by abbott, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the reporter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
Notification of this event was received from abbott (abbott reference number (B)(4)). Initially, it was reported that a patient underwent an ablation procedure in which a bwi ez steer¿ thermocool® nav bi-directional catheter was used, and the patient developed infection. No further details were provided about the infection. On 5/26/2020, clarification was received that after sheath removal, the patient was noted to have an expanding groin hematoma. The issue continued despite applying manual pressure. A computed tomography (CT) was done which showed continued arterial bleeding. Discussion with vascular surgery led to decision to conservatively follow up; therefore, the patient was kept in the hospital for 2 extra nights to monitor the hematoma. No medical/surgical intervention was required. Patient¿s outcome is unknown. Physician¿s causality opinion was not provided. No bwi product malfunctions were reported. Further clarification was requested to confirm if the sheath used during the case was from abbott or from bwi; however, no information has become available. The hematoma occurred upon sheath removal; however, it is unknown if it was a short or a long sheath; if a short sheath was used, there¿s a possibility that the catheter would have caused the hematoma. Since the information is not available, it was decided to conservatively report this event under the bwi ez steer¿ thermocool® nav bi-directional catheter. Should more information become available in the future, it will be reviewed and processed accordingly.